Event description:
It was reported that a stroke occurred. A left atrial appendage closure (laac) procedure was being performed concomitantly with a pulsed field ablation (pfa) procedure. The pfa was completed and a watchman trusteer access system (was) and a 27mm watchman flx pro laa closure and delivery system (wds) were selected for use for the laac procedure. The faradrive sheath was exchanged for the watchman sheath, and the intracardiac echo (ice) catheter was already in place in the left atrium. The activated clotting time at the start of the procedure was 418 seconds and the pressure was 17mmhg. The pigtail catheter was exchanged for the guidewire and placed in the laa, and a contrast injection was completed. The closure device was placed without difficulty and no recaptures performed. All position, anchor, size and seal (pass) criteria were met, so the device was released. Protamine was administered post procedure. Later that evening, it was reported the patient had a stroke. Computed tomography (CT) was completed and showed three ischemic areas; frontal lobe, occipital lobe and parietal lobe. There was no bleeding noted. There were no deficits in patient extremities noted, but the next day the patient did experience a left side facial droop. The patient has been discharged.